Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, phenomenon (1): ¿no image¿: the phenomenon was not reproduced, and a root cause could not be identified. Additionally, phenomenon (2): ¿error code e105¿: as to a probable cause, it was determined that the phenomenon occurred because the led unit short-circuited. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. Device evaluation found that due to a short circuit in the light emitting diode (led) unit, lamp error code e105 is displayed and the disconnection caused white light imaging observation mode to not switch properly so there was no image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The visera elite ii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the device had no image and was displaying lamp error code e105. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.